Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report from the hospital that the insulin pump was not delivering insulin. The customer stated that they changed the infusion set 3 times, the reservoir 7 times, and changed the battery several times. The customer then reported a hospitalization for high blood glucose levels. The customer's blood glucose level was between 329 and 400 mg/dl. The customer stated they did not feel good. The cause per the health care provider was diabetic ketoacidosis. The customer was wearing the device at the time of admission. The customer declined to troubleshoot and requested a replacement device. The product was not returned for analysis.